Event description:
It was reported that boston scientific technical services (ts) was contacted because the device reached its explant indicator despite it showing eight months remaining a month ago. Ts explained that the explant indicator triggered due to a charge time of 15.9 seconds, and that it was not due to premature battery depletion. Ts was later contacted by the patient because of a red call doctor icon appearing on their communicator, and ts instructed them in order to successfully send a device transmission. The alert was in regards to the battery being depleted for the device. Ts later received further information that they could not interrogate the device and the patient was in the emergency room with a charge time of 15.9 seconds on the device. The device and leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific technical services (ts) was contacted because the device reached its explant indicator despite it showing eight months remaining a month ago. Ts explained that the explant indicator triggered due to a charge time of 15.9 seconds, and that it was not due to premature battery depletion. Ts was later contacted by the patient because of a red call doctor icon appearing on their communicator, and ts instructed them in order to successfully send a device transmission. The alert was in regards to the battery being depleted for the device. Ts later received further information that they could not interrogate the device and the patient was in the emergency room with a charge time of 15.9 seconds on the device. The leads remain in service; the device was later replaced for normal battery depletion and returned to boston scientific for analysis. No adverse patient effects were reported.